Event description:
It was reported that the arterial catheter lumen broke at the cuff retainer. Remaining internal portion of the catheter was removed surgically. The pt suffered no ill effects from the event.